Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: on investigation, the display lens was confirmed to be scratched, but was clear and legible.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a scratched display issue. There was no indication as to whether or not the user was able to read the display. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.